Event description:
Customer complaint - limited data available. The consumer kept getting blisters on her back so she disposed of the heating pad prior to the recall.

Event description:
Customer complaint - limited data available. The consumer kept getting blisters on their back. They disposed of the heating pad prior to the recall.